Event description:
No additional information received from customer.

Manufacturer narrative:
E3-non-health care professional; e2-no. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Updated fields: d8, h2, h5, h11.

Event description:
It was reported that the bronchovideoscope displayed a pixelated image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of pixelated image was due to damage on ccd unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.